Event description:
The pt was undergoing a detnal procedure. The procedure occurred in 2002. Prior to surgery, the sensor was applied to the pt's forehead. The endotracheal tube was then placed and secured on the pt's forehead with a 2cm by 3cm piece of eg crate foam. The endotracheal tube was attached to the anesthetic circuit and also taped to the foam. The pt's head was then wrapped with a cotton turban like towel head drape which was tapped to prevent its removal. The procedure lasted 16 hours. Upon removal of the towel head drape, sensor, foam, and endotracheal tube, a 1cm linear pigmented reaction was observed on the pt's forehead. At the time, the surgeon told the pt that "it would go away in a day or so." Additionally, the anesthesiologist stated that any one of the four surgeons involved may have rested their forearm on the pt's forehead at any time during the long procedure. During a follow up visit to the surgeon in 2003, the pigmentation was still observed on the pt's forehead. The pt also reported that they had been applying mederma for two months, per the surgeon recommendations.